Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient is in the hospital due to an unspecified pump failure and the doctor won't release patient until he has his pump supplies . Reporter believes this is the second time that this pump has failed this patient. Customer support (cs) provided the reporter with contact information for the patient to order supplies. Patient is still in the hospital. This complaint is being reported due to the allegation that a failure of the pump resulted in the patient being hospitalized.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.